Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: limb ischemia impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, there was possible limb ischemia, however, no additional details were provided regarding the treatment or management of this condition. The patient was successfully weaned off of support.

Manufacturer narrative:
Upon clarification from the field rep, there were no flow issues to the patient's limb and hemolysis was not confirmed. There is currently no allegation of a malfunction or serious injury associated with the implanted pump. A regulatory report is no longer necessary